Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella 5.5 lost pulses in the right foot. All stents and grafts were open. The iliac was occluded and flow was slow. A viabahn stent was placed in the right iliac to restore flow down the right leg. Chest x-rays showed improvement in the pulmonary edema and the patient was transfused packed red blood cells. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the ischemia, myocardial infarction, obstruction/occlusion, pulmonary edema were unable to be determined due to insufficient clinical details. Clinical details indicate that during placement of the impella 5.5 s2, the wire and catheter were difficult to advance past the anastomosis. A straight glide catheter with an angled glidewire was ultimately used, followed by a c1 and safety j-wire to cross the aortic valve. Additional difficulty was noted with the inlet making the turn from the axillary artery into the descending aorta, and the wire bent in the axillary artery, making it difficult to visualize on x-ray. The cause of the delivery and advancement difficulties was most likely related to challenging patient anatomy and procedural complexity. The cause of the suction alarms was most likely related to patient condition based on data log review and provided clinical details.